Event description:
It was reported that during a cholecystectomy procedure, the surgeon was about to close the clip on the cystic duct but when he got near and touched the tissue, the clip had fallen. The surgeon reloaded another clip, but noticed that the device is firing the clip directly out of the jaws. The surgeon tried to fire several more times but sometime the clip was fired out or when he got near the tissue and touched the tissue, the clip fell out. The surgeon stopped using this ligaclip and took another ligaclip to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: jaws. The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.